Manufacturer narrative:
Medwatch field b1. Has been updated.

Manufacturer narrative:
The customer replaced sample probes. Precision studies were performed and were outside of specifications. The field service engineer (fse) checked, cleaned and adjusted multiple parts of the instrument. Some vacuum tubing had small pin holes, so these were cut shorter and re-sleeved. Incubation bath water exchange maintenance and wash reaction parts maintenance were performed. A cell blank was performed and all was ok. The customer ran precision studies and all were ok. The customer ran calibration and controls; these were all ok. The investigation determined the issue was caused by the leaking vacuum tubing at the cell rinse station. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The sample initially resulted with a calcium value of 1.58 and repeated with a value of 2.24. The calcium reagent lot number and expiration date were requested, but not provided.